Event description:
A healthcare facility in missouri reported via a fisher & paykel healthcare (f&p) field representative that the swivel of an rt266 infant dual-heated evaqua2 breathing circuit kit falls apart from the tubing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the swivels of three rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) for evaluation. Results: visual inspection of devices 1 and 3 revealed that the swivel elbows and swivel wyes were returned assembled. No damages were observed to any of the swivel components. The pressure test for devices 1 and 3 confirmed a tight fit of swivel components. Visual inspection of device 2 revealed that the swivel elbow and swivel wye were returned partly disassembled. Damage was observed to both the components. The swivel elbow and swivel wye were reassembled. The pressure test for device 2 confirmed a loose fit of swivel components. Conclusion: investigation into this complaint reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the issue occurred after a period of use, which suggests that the complaint circuits became disassembled after the product was released for distribution. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the swivel of an rt266 infant dual-heated evaqua2 breathing circuit kit falls apart from the tubing. There was no reported patient involvement.